Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s father reported via phone call that the insulin pump received open image on screen and had a blank display. The customer¿s blood glucose level was 180 mg/dl. Customer reports they received the open book image on the insulin pump screen. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are not damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Insert battery alarm did not display on the insulin pump screen. Customer states the display did not return after insulin pump restart. The customer reported that the insulin pump was exposed to water. The customer reported that the insulin pump lost power due to the battery cap contacts being lose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.